Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain'), menorrhagia ('abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('general abnormal bleed') in a female patient in her twenties who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bladder disorder, kidney disorder, amphetamine abuse, nontoxic uninodular goiter and cervical cancer. Previously administered products included for contraception: depo-provera from 1993 to 2006. Concurrent conditions included anxiety, depression, vaginal itching, dysuria, urinary tract infection, vaginal discharge, vaginal odor, palpitations, morbid obesity, obstructive sleep apnea syndrome, sinus infection, thyroiditis, thyroid nodule, vaginitis bacterial and iron deficiency. Concomitant products included levonorgestrel (norplant) from 2007 to 2009 for contraception as well as azithromycin (zithromax z-pak), bupropion hydrochloride (wellbutrin) from 2011 to 2015, celecoxib (celexa) from 2011 to 2018, duloxetine hydrochloride (cymbalta) from 2011 to 2018, fluticasone propionate (flonase), hydromorphone hydrochloride (dilaudid) since 2008, ibuprofen since 2008, pethidine hydrochloride (demerol) since 2008 and trazodone hydrochloride (desyrel) from 2011 to 2018. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("vaginal infection"), depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish/psych injury"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), urinary tract disorder ("urinary problem") and urinary tract infection ("uti"). The patient was treated with nsaids, paracetamol (acetaminophen), sulfamethoxazole;trimethoprim (bactrim) and surgery (hysterectomy with bilateral salpingectomy and endometrium ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal infection, abdominal pain, urinary tract disorder and urinary tract infection had resolved and the vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: received treatment for menorrhagia (heavy menstrual bleeding), general abnormal bleed, urinary problem., uti and vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: the essure device was successfully occluded bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: vaginal infection, anxiety, depressed and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs and mr received. Following events -" abnormal bleeding (vaginal, menorrhagia), vaginal infection, depression and mental anguish",reporter information, medical history, historical, concomitant, treatment drug and lab data were added. Outcome of event physical pain/pelvic pain was updated to recovering from unknown. On 4-sep-2019: follow up 1 &2 were processed together. Pfs received. Date of implant was updated. Following events were added: abdominal pain, general abnormal bleed, urinary problem and uti. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and menorrhagia ('abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)') in a female patient in her twenties who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bladder disorder, kidney disorder, dependence on amphetamines, nontoxic uninodular goiter and cervical cancer. Previously administered products included for contraception: depo-provera from 1993 to 2006. Concurrent conditions included anxiety, depression, vaginal itching, dysuria, urinary tract infection, vaginal discharge, vaginal odor, palpitations, morbid obesity, obstructive sleep apnea syndrome, sinus infection, thyroiditis, thyroid nodule, vaginitis bacterial and iron deficiency. Concomitant products included levonorgestrel (norplant) from 2007 to 2009 for contraception as well as azithromycin (zithromax z-pak), bupropion hydrochloride (wellbutrin) from 2011 to 2015, celecoxib (celexa) from 2011 to 2018, duloxetine hydrochloride (cymbalta) from 2011 to 2018, fluticasone propionate (flonase), hydromorphone hydrochloride (dilaudid) since 2008, ibuprofen since 2008, pethidine hydrochloride (demerol) since 2008 and trazodone hydrochloride (desyrel) from 2011 to 2018. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("vaginal infection"), depression ("psychological or psychiatric problems condition:depression/psych injury") and anxiety ("psychological or psychiatric problems condition:mental anguish/psych injury"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleed"), abdominal pain ("abdominal pain"), urinary tract disorder ("urinary problem") and urinary tract infection ("uti"). The patient was treated with nsaids, paracetamol (acetaminophene), sulfamethoxazole;trimethoprim (bactrim) and surgery (hysterectomy with bilateral salpingectomy and endometrium ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, vaginal infection, abdominal pain, urinary tract disorder and urinary tract infection had resolved and the depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: received treatment for menorrhagia (heavy menstrual bleeding), general abnormal bleed, urinary problem., uti and vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: the essure device was successfully occluded. Bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: vaginal infection, anxiety, depressed and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of event abnormal bleeding(vaginal) was updated to recovered/resolved. Genital haemorrhage downgraded to non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.